Event description:
It was reported that the patient experienced discomfort. It was also reported that the patient had difficulty charging the ipg due to the battery being tilted. The patient underwent a revision procedure wherein the ipg was sutured in place. The patient was doing well postoperatively. No device was explanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.